Manufacturer narrative:
Age at time of the event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2013-02940. It was reported that during a superficial femoral artery angioplasty, a balloon rupture occurred. Vascular access was gained via the common femoral artery. The target lesion was located in the heavily calcified and fairly tortuous superficial femoral artery. A 3.5mm x 150mm x 150cm sterling sl balloon dilatation catheter was used to treat the lesion. Upon the first inflation at approximately 6 atmospheres the balloon ruptured circumferentially. A second 3.5mm x 150mm x 150cm sterling sl balloon also ruptured at approximately 6 atms. The procedure was completed with another of the same device. No patient complications were reported and the patient status was fine.